Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of a zimmer nexgen cr-flex. It was reported by the patient's counsel that the patient received an implant in (B)(6) 2011 and experienced pain.